Manufacturer narrative:
The explanted device was returned for evaluation. The evaluation of the returned lvad pump confirmed the reported pump stops. The pump was returned with the lead cut approximately 1 inch from the pump housing and an additional 17 inch segment was returned. Continuity testing of both lead segments found all wires were electrically intact. The 1 inch lead segment extending from the pump housing was unremarkable; the underlying wires were examined and no areas of compromised wire insulation were identified. The 17 inch internal lead segment revealed some breakdown of the braided shield, originally located approximately 12-14 inches from the pump housing. Breaches in the yellow and green wire insulation exposing the inner conductors were noted in this location. This wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. The lvad pump operates on a three phase motor; the yellow and green wires represent phase one. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 2 years, 8 months. The pump and the replaced portions of the percutaneous lead were returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, it was reported that the medical professionals suspected a short-to-shield issue with the pump percutaneous lead after the patient experienced a pump stoppage event while the pump was connected to the power module. Review of a system controller log file by the manufacturer's technical services representative noted multiple pump stoppage and speed reduction events while the pump was connected to a power module. On (B)(6) 2015, review of x-ray images showed some shield stretching right after the distal bend relief. There were no open wires found during the phase interrupter test. The technical service team replaced about 10 inches of the percutaneous lead. The patient was placed on a grounded power module patient cable and the pump stoppage alarms reoccurred. A second percutaneous lead replacement was performed higher up,approximately 3 inches away from the exit site; the alarms again sounded when the patient was placed back on the grounded patient cable. It was determined that the percutaneous lead issue was internal to the patient. The patient was asymptomatic throughout the events. The patient was provided with an ungrounded power module patient cable and subsequently received a pump exchange on (B)(6) 2015.